Manufacturer narrative:
Product analysis #242754691:brief description: during routine testing biomed identified high output. While using a 4.0 device to test with a regal esu analyzer set to 100 ohms resistance, the output on cut 5 was measured as 40 w rather than 20 w. Customer reported that almost all the settings were nearly double the specifications. There have been no complaints reported by the or. Analysis summary: complaint not confirmed. This generator successfully completes the power on self-test (p.o.s.t). Activation tone is observed when foot pedal or button on hand piece is depressed. Setting display was observed during functional testing (rf activation). Buttons on display reacted to touch with each button press and activation. Passed all functional testing and all power outputs are in specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, biomed reported high output on almost all the cut and coag setting. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
Product event: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, biomed reported high output on almost all the cut and coag setting. There was no patient involvement; therefore, patient information is not applicable.